Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). The manufacturer was able to determine a causal relationship between the objective evidence provided by the customer and the reported event. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a granuflo dissolution unit tripped the ground fault circuit interrupter (gfci) outlet. During repair, the bmt noted a burned wire in the control assembly. Upon follow up, the bmt said that the control panel was blackened, charred and smelled of smoke. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The control panel was the original fresenius part on the unit. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The unit was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The dissolution unit was old and beyond repair, so the bmt replaced it with one from another clinic. The bmt reported that the new unit is in service without issue. No samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a granuflo dissolution unit tripped the ground fault circuit interrupter (gfci) outlet. During repair, the bmt noted a burned wire in the control assembly. Upon follow up, the bmt said that the control panel was blackened, charred and smelled of smoke. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The control panel was the original fresenius part on the unit. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The unit was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The dissolution unit was old and beyond repair, so the bmt replaced it with one from another clinic. The bmt reported that the new unit is in service without issue. No samples are available to be returned to the manufacturer for physical evaluation.